Manufacturer narrative:
Only the tmj mandible and fossa components were received for evaluation. The screw part number was previously reported as unknown, however was able to be identified from the bill only. The lot number is unknown, therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. Based on the data available through the review and investigation of this file, the most likely underlying cause of the revision is the patient's condition as the evaluation of the returned implants found no mechanical damage and the surgeon indicated the patient experienced an allergic reaction. File three of four for the same event.

Event description:
The sales associate reported an explant due to allergic reaction was performed on (B)(6), 2014.

Manufacturer narrative:
The sales associate stated the patient was believed to have a metal allergy and therefore the device was explanted. The package insert distributed with this device states "foreign body or allergic reaction to implant components" are possible adverse effects. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of four for the same event.